Event description:
Customer reportedly received results of 449 mg/dl and 158 mg/dl within 10 minutes on the inform comfort curve system. No actions taken based on device results. No adverse event reported. Requested return of suspect device but strips had all been consumed prior to contacting manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips were consumed prior to customer contacting manufacturer, suspect device is not available for return. Will not be returned to manufacturer.